Manufacturer narrative:
Batch review performed on 09-may-2025: lot 2415527: (B)(4) items manufactured and released on 24-oct-2024. Expiration date: 02-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 weeks after primary, the patient came in reporting pain and a periprosthetic bone fracture was confirmed. The surgeon revised successfully the stem.